Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a050701 captures the reportable event of cut wire failure to release bow.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2026. During the procedure, it was reported that the cutting wire was unable to release the bow and remained in bowing position. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.